Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system is getting a non-recoverable fault. Technical support engineer (tse) reviewed the logs and found repeated 86 errors for the vision side cart (vsc). Prior to calling in the customer power cycled the system and both times error came back in about 7 minutes. Tse had the customer hard power cycle the vsc, and fault had not returned. Tse monitored the system and issue recurred. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was converted to laparoscopic surgery. Surgeon did not add any additional ports nor expand it. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse went onsite and found the system powered on with no errors displayed. Fse noted power configuration errors. Fse powered down the system and flipped the breaker on the vision side cart (vsc). After the breaker was flipped, fse noticed power was still applied to the vsc. Fse removed vsc power cable from the outlet with no change. Fse inspected vsc and found that the vsc power cable was unplugged and a separate power cable was ran to a power strip. Fse removed the power cable, and configured system back to its original state. Fse powered up system with no issues. Fse replaced the core redundant power tray assembly as a precaution. Fse educated the customer not to reconfigure the system. The system was tested and verified as ready for use. The replaced redundant power tray assembly was analyzed and failure analysis investigation confirmed the reported issue during testing. The power tray assembly was installed and tested on the pca test system. The system started up without any error. The system was run through ten power cycles, and all passed. After a long 15 hours idling, the system displayed error code 86 confirming and reproducing the issue. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable cause is attributed to a defective component (redundant power tray assembly) on the vsc. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic after the start of the procedure due to system unavailability. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.